Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 25mm bioprosthetic mitral valve in aortic position, implanted for 10 years and 10 months, was explanted due to stenosis and regurgitation secondary to calcification. The explanted device was replaced with a 23mm valve. Per medical records, this case involved a (B)(6) year-old male who has history of open heart operations, including 2 avrs and insufficiency. He presented with significant shortness of breath and low ejection fraction. Echocardiogram revealed severe prosthetic aortic stenosis and insufficiency with severe mitral and tricuspid insufficiency. Patient underwent avr, mvr, tvr. The prosthetic aortic valve was heavily calcified and excised from the graft. The annulus was debrided. A 30mm mitral ring and 32mm tricuspid ring were implanted. A 23mm valve was implanted using ethibond plegeted sutures. There were no perivalvular leaks. Patient was weaned from cpb. It was noted he was taken to ICU in stable condition. The patient was discharged on pod #6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Product evaluation: customer report of stenosis and calcification were confirmed through observed calcification. Report of regurgitation could not be confirmed due to valve condition as received. X-ray demonstrated wireworm intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. As received, leaflets 2 and 3 had cut outs of approximately 11mm x 3mm on leaflet 2 and 10mm x 5mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet 1 had 3 mm tears near commissures 1 and commissure 2. Leaflet 2 had 3 mm and 4mm tears near commissure 2 and a 7mm tear near commissure 3. Leaflet 3 had a 5 mm non-transmural tear near commissure 3. Calcification was evident at the tears. Sewing ring had multiple cuts around the valve. Wireform was exposed on commissure 3. Per doc-(B)(4)., rev a, engineering task will not be assigned as this valve was implanted five years or greater with confirmed calcification, leaflet tears, and pannus.